Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review. During log file analysis, low flow events were observed as well as a few power cable disconnects and no external power alarms while on the mobile power unit (mpu). The mpu cord had come unplugged from the wall outlet. There was no interruption to support during these events.

Event description:
It was later reported on (B)(6)2023 that the patient had experienced no external power events again on (B)(4)2022 due to a loss of power to the patient's home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The controller event log files contained approximately 32 days of data combined (12dec2022 ¿ 20dec2022 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6)2022 from 15:14:03 to 15:15:44, on (B)(6)2022 from 8:55:25 to 8:56:09, on (B)(6)2022 from 8:00:16 to 8:01:28 and on (B)(6)2022 from 8:04:15 to 8:05:01 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu each time. The system controller backup battery supplied power to the system and pump function was not affected during the losses of external power. The pump maintained a speed above the low-speed limit throughout the log files. Additional information provided stated that the power cord became disconnected from the wall outlet, which resulted in the alarms on (B)(6)2022 activating. It was also reported that the loss of power event captured on 24dec2022 activated due to a power outage occurring at the patient¿s home. It was noted that the mpu (serial number:(B)(6)) was not exchanged. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet or a power outage occurring, per the reported information. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the low flow, no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. The manufacturer is closing the file on this event.